Event description:
The company was made aware that the pt experienced a csf leak during the implant surgery. The leak was corrected and the pt was successfully implanted.

Manufacturer narrative:
Advanced bionics consider the investigation into this reportable event as closed. The pt is doing well. The pt remains implanted. This is the final report.